Event description:
It was reported that a user experienced hyperglycemia while using the ilet, with a highest recorded blood glucose of 318 mg/dl following a lunch of soup and crackers that was announced; the user changed out diabetes supplies and reported blood glucose trending down afterward, and no device alerts were reported. Symptoms included no reported clinical symptoms. Outcomes included no reported long-term impact and no need for medical intervention or hospitalization. Investigation included review of the event details from the user. Investigation of this case revealed that the cause of the hyperglycemia remained unclear, with no reported device alarms and resolution after supply replacement; no specific device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was inconclusive. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.